Event description:
A malfunction alarm identified as "malf 0" was reported, affecting the functionality of the customer's pump, which was not resettable. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the malfunctioning pump. The customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.